Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir compartment. The customer¿s blood glucose level was not provided at the time of the incident. Customer stated the plastic tube lip that locks the reservoir into the insulin pump was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.